Event description:
Boston scientific received information from the local sales representative stating that this patient was presented to the emergency room (ER) with a heart rate in the 20's. The patient has been lost to follow up with their device. The local sales representative was unable to interrogate the patient's device. The patient was on an external pacemaker while in the ER. They attempted to place a magnet over the patient's device and were not able to confirm if there was capture. The patient recently fell resulting in a head injury. Additional information was received stating that this device was removed due to normal battery depletion. There were no complaints against the patient's device. Subsequently, additional information received states that the patient had a non boston scientific device at this time. There was greater than 2 seconds of pauses and loss of capture (loc) observed on the right ventricular (rv) lead. However, the local sales representative also noted that he was unable to confirm if this was intermittent output from the device. The threshold from the new device was less than 1 volt at 0.5 milliseconds. No other adverse patient effects reported at this time.

Manufacturer narrative:
At this time, the rv lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.